Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported "Capsular contracture" Baker grade unknown. This record is for the right side. Device was explanted.